Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16364. It was reported that the patient's right ventricular lead exhibited episodes of extensive noise noted on electrograms. No therapy was delivered as shocks were aborted. The lead was explanted and replaced. In addition, following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient's condition was stable throughout the procedure.